Manufacturer narrative:
The product is available for evaluation, but has not been yet returned. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Please note additional information. The complaint received states that there was foreign material inside of the sterile pouch of the durastar ptca balloon on inspection in the (B)(6) site. The information received indicated that there was a whitish foreign matter found inside of the sterile pouch of a (B)(4) dura star (3.50 x 10mm) during inventory inspection at (B)(6). The outer product box and sterilized pouch were intact and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product was not clinically used. It was handled normally with usual consignment procedure. The product was neither re-sterilized nor re-packaged. A picture of the failure was provided for evaluation. The product will be returned. One sterile (B)(4) durastar 3.5 x 10 mm was received inside original package. One particle could be observed in pouch (paper-like). No other damages observed. The contamination was measured and found out of acceptable specification parameters. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint was confirmed and was related to the manufacturing process. A risk assessment was previously initiated to evaluate this issue. This additional complaint does not change the severity or occurrence rates.

Manufacturer narrative:
The complaint received states that there was foreign material inside of the sterile pouch of the durastar ptca balloon on inspection in the (B)(6) site. The information received indicated that there was a whitish foreign matter found inside of the sterile pouch of a (B)(6) dura star (3.50 x 10mm) during inventory inspection at (B)(6). The outer product box and sterilized pouch were intact and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product was not clinically used. It was handled normally with usual consignment procedure. The product was neither re-sterilized nor re-packaged. A picture of the failure was provided for evaluation. The product will be returned. The involved unit was not returned for analysis. However, the customer sent a picture of the reported event. The picture shows a piece of plastic inside a sterile pouch. No more visual anomalies were found on the picture. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed. The root cause appears to be related to the manufacturing process. However dpra 12058105 was opened to address this failure. (B)(4). The complaint was confirmed and was related to the manufacturing process. This failure mode has been addressed by a previously opened dpra for the same failure mode. (B)(4).

Event description:
The information received indicated that there was a whitish foreign matter found inside of the sterile pouch of a sakura dura star (3.50 x 10mm) during inventory inspection at j & j (B)(4). The outer product box and sterilized pouch were intact and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product was not clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. A picture of the failure was provided for evaluation. The product will be returned.